Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during the procedure, both ultra fast fix implants were deployed simultaneously and then both were removed form the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with the cut depth limiter attached. The manual actuator had been partially advanced and had pushed t2 up to the dimple, but t2 had not been deployed. T1 had been deployed and did not appear to have any issues. There was debris in the needle and on t1. A functional evaluation concluded that the manual actuator could successfully push t2 to the end of the needle, where it could be deployed by applying pressure to the back. The slip knot slid as intended. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. ¿ read these instructions completely prior to use. ¿ under certain circumstances immobilization by external support should be employed. ¿ delivery instrumentation is required for proper placement of the implants for optimal surgical result. ¿ do not bend delivery needle. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.